Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The target lesion being treated was located in the severely tortuous and calcified right coronary artery (rca). The physician was unable to cross the lesion with a 3.0x38mm promus element plus stent. The physician also attempted crossing the lesion using a non bsc device. The stent dislodged in the non bsc device. The non bsc device was successfully removed outside the patient's body. A percutaneous coronary intervention was successfully performed with the placement of a non-bsc stent. No patient complications was reported and the patient's status is ok.